Event description:
The customer reported that the device jaws could not be re-opened. The device was not applied to tissue when this occurred. The surgeon opened another device in order to complete the procedure. There was no pt injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.